Event description:
It was reported that during left vertebral artery v4 stenosis procedure, physician placed a long sheath to v1 and intermediate catheter to v2. A balloon was used to pre-dilate the lesion. Physician then used a guidewire to place a microcatheter to distal of the lesion and then delivered the subject stent. While delivering the subject stent to go into the microcatheter hub, friction was encountered. Physician continued to deliver the subject stent along with microcatheter and resistance was encountered during delivery. When the subject stent reached near the tip of the microcatheter, it could not be advanced any more. Physician tried several times but failed. The physician check under digital subtraction angiography and found that the subject stent was prematurely deployed, so withdrew the subject stent together with the microcatheter. The subject stent was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 device evaluated by mfg ¿ updated. Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the device was returned. The sdw (stent delivery wire) was found to be kinked/bent. The stent introducer sheath was not returned for analysis. The stent was found to be deployed in the microcatheter and deformed. The microcatheter was found to be intact during functional inspection, stent difficult/unable to transfer was confirmed during analysis. Stent difficult/unable to advance or pullback through catheter was confirmed during analysis. Stent deployed prematurely during use was confirmed during analysis. The stent was found to be deployed in the microcatheter and it was necessary to cut the microcatheter to free the stent for analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported 'stent deployed prematurely during use' was visually confirmed during inspection of the microcatheter. The reported 'stent difficult/unable to transfer' and 'stent difficult/unable to advance or pullback through catheter' could not be duplicated as the stent was no longer loaded on the sdw. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was described as 'moderately tortuous'. It was reported that 'delivered a stent. When delivered it to go into microcatheter hub, friction was encountered. Continued to deliver it along with microcatheter and resistance was encountered during delivery. When the stent reached about 2-3cm from tip of microcatheter it could not be advanced any more. Tried several times but failed. The operator checked under digital subtraction angiography to see the stent was deployed, so withdrew the stent together with microcatheter and replaced them'. The event description indicated that the stent was being used in a stenosis case which is not recommended. The dfu states "the neuroform microdelivery stent system is authorized by european law for use with occlusive devices in the treatment of intracranial aneurysms". The stent was returned for analysis in a deployed condition inside the microcatheter lumen and was no longer present on the sdw. Once removed (by cutting open the microcatheter), the stent was inspected and noted to be deformed. The introducer sheath was not returned for analysis. The stent delivery wire (sdw) was returned separately and was kinked/bent. Given the deformation noted to the sdw, as well as the event description which notes increasing resistance from the time the stent was transferred through the microcatheter hub and when the stent was being advanced inside the microcatheter, it is possible that the introducer sheath was initially set up correctly but subsequently moved proximally prior to stent advancement out of the sheath. This would result in a gap between the distal end of the sheath and the microcatheter lumen. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into this gap. The user will then experience increased resistance while attempting to advance the stent through the microcatheter. This is one possible explanation to explain the analysis findings. An assignable cause of 'procedural factors' has been assigned to the as reported "stent difficult/unable to transfer", "stent difficult/unable to advance or pullback through catheter" and "stent deployed prematurely during use" and as analyzed "stent difficult/unable to transfer", "stent difficult/unable to advance or pullback through catheter", "stent deployed prematurely during use", "sdw kinked/bent" and "stent deformed" as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during left vertebral artery v4 stenosis procedure, physician placed a long sheath to v1 and intermediate catheter to v2. A balloon was used to pre-dilate the lesion. Physician then used a guidewire to place a microcatheter to distal of the lesion and then delivered the subject stent. While delivering the subject stent to go into the microcatheter hub, friction was encountered. Physician continued to deliver the subject stent along with microcatheter and resistance was encountered during delivery. When the subject stent reached near the tip of the microcatheter, it could not be advanced any more. Physician tried several times but failed. The physician check under digital subtraction angiography and found that the subject stent was prematurely deployed, so withdrew the subject stent together with the microcatheter. The subject stent was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.